Manufacturer narrative:
One 8mm cannulated flexible endoscopic drill used for treatment, was returned for evaluation. This is an eight year old reusable tool. Per instructions for use: ¿the flexible drills are designed for limited reuse based upon the sharpness of the drill tip. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ there was a relationship between the reported event and the device. The complaint stated: ¿the device broke in half in the middle of a case.¿ the primary cutting edges of the drill are dull and have visible dings. The spiral flex portion has been stressed from torque and has been fractured. No material voids were present at the fracture. Per instructions for use: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ complaint history review found no other reports for this lot number in the past five years. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during the surgery the device broke in half in the middle of a case. No delay or patient injury reported. It is unknown if there was a backup device available.